Event description:
It was reported that patient presented in clinic after receiving an alert for non-sustained lead noise due to myopotential oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.